Event description:
Reportedly, upon firing the instrument low on the sigmoid, the surgeon thought the instrument had fired. Once the instrument was removed, they found the staples deployed, but did not form. They had to hold onto the rectal stump and refire the stapler distal to the original staple line. The staple line was now complete and the procedure continued on. One hour was added to the procedure. Procedure: lap lar.